Event description:
Dexcom was made aware on 02/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction with redness and inflammation extending beyond the patch perimeter which occurred the day the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient was treated with a prescription of oral doxycycline. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).